Manufacturer narrative:
Received 1 used catheter for evaluation. Per the visual inspection there were no visual defects observed along the catheter. The reported event was unconfirmed as product met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was difficult to remove. The user attempted to remove the catheter, but failed. After several attempts to remove the catheter, and the catheter was removed. Upon inspection, the balloon was jagged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was difficult to remove. The user attempted to remove the catheter, but failed. After several attempts to remove the catheter, and the catheter was removed. Upon inspection, the balloon was jagged.